Manufacturer narrative:
The investigation is in progress. A sample has been returned for evaluation. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that the trocar cannula failed to lock into the infusion cannula during surgery. The infusion cannula was exchanged. After a 10 minute delay, the procedure was completed with no harm to the patient.